Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during a procedure the hl 20 unit stopped all pumps with the message "error 11". It was not possible to restart the machine and procedure was completed using the emergency drive. The hl20 was restarted few hours later without any error message. (B)(4).